Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a restricted posterior, a prolapsed anterior and a small atrium. It was noted that imaging was difficult. An xtw clip (41007r1116) was implanted successfully. To further reduce mr, an additional xtw clip (41007r1079) was inserted into the mitral valve. During repositioning of the clip became caught in chordae. The clip was able to be freed from the chordae without causing damage. Grasping was performed again, the clip needed to be repositioned again. It was observed that the clip became caught in the chordae again. A chordal rupture was observed, causing first clip to have an increase in mobility. It was decided to reposition the second clip to stabilize the first clip. During a grasping attempt, it was noted that one of the grippers was not functioning as intended. Troubleshooting was attempted, but the issue was unable to be resolved. Therefore, an attempt to remove the clip was performed. Upon withdrawal, one of the clip arms became caught on the tip of the steerable guide catheter (sgc). Troubleshooting was performed, but the clip partially opened. The physician decided to unlock and re-open the clip, this caused the clip to drop approximately 90 degrees from the actuator mandrel. The patient was transferred to surgery and underwent a mitral valve replacement.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported image resolution poor is related to procedural conditions as visualization was reported to be difficult due to poor imaging quality. A cause for the reported mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.